Event description:
I have depuy pinnacle device and have had problems almost from the beginning. I have been seen multiple times and have had f/u tests. I am consistently told my pain is soft "soft tissue." I have good days and not so good days. I have never been completely pain free. I still have the same groin pain that I started with. I have had days where walking is difficult. I have only missed a few days of work because I was made to feel like it was all in my head. Last fall, I insisted on having the metal tests and was high in the cobalt. My doctor said yes it is high but not high enough to worry at this time. X-ray showed "some loosening:, but this can be normal. I just want to know if I should worry more than I already do. Is it safe to keep device in my body if metallosis is gonna get worse. My level was 5.7. I do not relish the thought of another surgery but I worry about further damage. It is very difficult to do my job as a nurse when my mobility is limited. I feel like something is just not right and have for several years. I am looking for answers. I had a radiologist come to me and tell me he thought I was having the metal problem before the recall of the asr. My problems may not be as extensive as some but they are frustrating and worrisome.